Event description:
It was reported that the patient presented for a post implant follow-up. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited high capture threshold and varying pacing impedance. Programming changes were made. The patient was stable.